Event description:
It was reported that during a pta treatment procedure, that when the guidewire was being inserted in the pt, the guidewire did not move and it was not possible to extract it. No pt injury or complications were reported. Additional info regarding details of this procedure have been requested.